Manufacturer narrative:
Although the doctor identified two (2) different shades associated with the voids, the doctor could not verify which lot was used on each patient; therefore, no numbers were identified in this report. The shades involved in the alleged incidents include 34921 and 34922.

Event description:
A doctor alleged that three (3) patients had experienced voids in their restorations after placement with the sonicfill composite. This is the first of three (3) reports.' .

Manufacturer narrative:
Patient specifics with regard to age, gender and weight was not provided by the doctor. Upon the patient's returned visit for a routine checkup, an x-ray was taken. The doctor noticed that there were voids either at the interproximal or at the margin of the tooth. The doctor re-did the restoration for the patient using a different product, without further incident. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.